Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the metal graspers used to separate the poly from head broke at the top after the case. All pieces retrieved. No surgical delay.